Event description:
It was reported that one day post implant, there was high impedance of greater than 2500 ohms, and loss of capture. The lead was explanted. No patient complications have been reported as a result of this event.